Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that the cable near the jaw of the fenestrated bipolar forceps instrument appeared to be broken. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable to be broken at the distal clevis hub and frayed in a different location. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were not damaged. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.